Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a change in sensing and capture thresholds were observed. Lead had dislodged. Lead was explanted and replaced.